Event description:
It was reported by the patient that their heart rate was under the lower set rate on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.